Event description:
Philips received a complaint by the customer on the v60 indicating while servicing the device, it was observed that the device is getting error code 1009 pressure regulation high message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and could not confirm the reported problem. It was verified that the tubing was properly connected between the gas outlet and the gds. The customer plans to run the unit in ventilation mode for 30 minutes and see if he can duplicate the issue. The customer called back and stated he ran it all day, shut it down multiple times and restarted throughout the day. He confirmed the reported issue was not duplicated and had no further issues with the reported error. He returned it to the respiratory department. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.